Event description:
The facility representative reported a syndeo pump with a condition of the patient tampering with the device, resulting in a overinfusion of an unknown medication. This condition occurred during patient therapy. It's unknown it there was any patient injury, adverse event or medical intervention necessary. According to the hospital representative there was no patient death associated with this report. No additional information is available.

Event description:
Caller reported compact plus system blood glucose results of 12 mg/dl and 70 mg/dl within 1 minute. Customer was feeling low, was not able to move around very well, self treated by drinking milk and eating. Customer began to feel better 5 to 10 minutes later. Customer tested again at 6:00 pm while she was eating and got 126 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.